Event description:
During lens insertion using the insertion device the capsular bag ruptured. The lens was not placed in the eye, but an anterior vitrectomy and incision enlargement was required in order to place a lens in the capsule.